Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed a driveline power fault alarm on (B)(6) 2024. The alarm was cleared and did not return. The system appeared to be operating as intended at the set speed, and there were no other notable alarms related to the pump active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. G, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault on (B)(6) 2024. Log files were downloaded and the alarms cleared. On (B)(6) 2024, there were no further alarms alarm but phases still with issues. Connections between the system controller and modular cable, and between the modular cable and per lead were all checked. Afterwords, log files showed that phases were back to 50/50. The plan was to follow up patient in 7 days or before if alarm came back. No equipment was exchanged.